Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the target lesion was 90% stenosed, mildly tortuous and moderately calcified.